Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient experienced continous pain and a revision procedure was performed on (B)(6) 2010. The surgeon noted pockets of clear fluid and soft tissue containing a brownish tint around the implants. The acetabular cup, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions". There were no observations.(B)(4).